Manufacturer narrative:
The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer reported that after following the step by step instructions on the back of her hydrogen peroxide disinfecting system package, the consumers right eye began to burn after insertion of contact lens. Consumer immediately removed the lens and flushed the eye but was taken to the emergency room for further flushing. Consumer was treated with an unidentified ointment and reported that the pain persisted following the ER visit. Attempts to contact the consumer for additional details were not successful. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.